Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported scan result on the adc device that was lower than they felt. It is unknown whether the customer noted a trend arrow on the device. The customer felt unwell and went to a hospital, where their glucose level was measured with a healthcare professional meter obtaining unspecified high values in comparison to normal values on the adc device. The customer received unspecified treatment from a healthcare professional for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.